Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as they were not returned for eval. The root cause of this complaint cannot be determined. The device in complaint does not appear to be the cause of the incident. The device history was reviewed and did not reveal any abnormal discrepancies or non-conformances.

Event description:
The following incident info was reported to mvi, inc via maude event report (foi) by us mail from the FDA (B)(4). It is unk how many devices were used during this treatment. The user did not indicate the hes coil was the cause of the incident. We are reporting as an adverse event occurred.